Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported previous managing hcp noted pt was non-compliant with hcp directions and no-showed appointments so they did not reschedule their explant. Rep redirected to a different rep.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024, product type lead; product ID 977a260 serial# (B)(6) implanted:(B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient was implanted (B)(6) 2024. On (B)(6) 2024, they were alerted that she was sent to the ed with some more than usual urinary incontinence. She stated she was unable to successfully charge her implant although charging education was done day of surgery. Troubleshooting over the phone was done (walking through how to position the recharger and begin the charge), but patient kept getting the no device found message. Nobody was near patient to help locate the implant (as it is in her flank) so she tried multiple times and was unsuccessful. She was discharged from the ed shortly after and was asked to set up an appointment with the rep first thing the following morning to do charging troubleshooting and get her implant charged up. She agreed to an in-person troubleshooting meeting on 6/12/2024 instead. She will be getting an MRI this week. It was suspected to be user error. The rep saw this patient today ((B)(6) 2024) at the healthcare provider (hcp)'s office to troubleshoot the recharging issue. The rep advised that it seems the patient¿s implant is now slightly slanted and there is still some swelling. The rep was able to get the implant out of overdischarge into the normal screen today, but was only able to get a good connection (not excellent connection) with pressing the recharger firmly onto the skin. The patient had to go to work and said she would work on charging again tonight when she got home. The patient was a no showed at her post op appointment today and refused to come into the office. Managing physician will try to see her for wound check if patient is willing to show up to office. Managing physician will also send a referral for pocket revision if patient wants to proceed with that option. Additional information was received from the patient clarifying that the urinary incontinence was not related to the patient¿s device/therapy. It was reported that factors that contributed to the slanted/tilted implant was the patient was obese and the implanting healthcare provider (hcp) advised that it was difficult to make a subcutaneous plane for the implant pocket. They stated that it seemed flat during the surgery when the patient was positioned prone, but it ended up being slanted based on how the patient carried their extra weight. The rep spoke with the implanting hcp¿s office yesterday ((B)(6) 2024) and it sounded like the patient would like an explant instead of a pocket revision. Nothing was scheduled and no further details were known at this time. Additional information received from the healthcare professional reported that the patient was having the system explanted on friday because it was worsening her incontinence. The patient was in the ER currently and wanted to have a back MRI and the implant was dead. The patient had an eligibility form filled out by their doctor that they were full body eligible. Troubleshooting reviewed that they need to confirm the implant is currently off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On november 18th, 2024 additional information was received from a healthcare professional (hcp). Hcp stated the patient (pt) is needing MRI. Caller describes previously mentioned ed visit on (B)(6) 2024 for urinary incontinence, a "whole bunch of swelling", and could not get the implantable neurostimulator (ins) to recharge. Caller noted that they see (via x-ray) that the ins "battery is tilted almost like 45-50 degrees with the bottom part going in towards her spine". Caller noted they are unsure if the ins battery is currently dead. On (B)(6) 2024 a MRI technician called in regards to the pt. MRI technician states patient's implant is at an angle where the bottom of the ins is sticking out and the header block is pointed in toward the body. Patient has difficulty charging the implant. Manufacturer representative (rep) was told patient can't charge fully, but MRI technician said patient can't recharge at all. Rep to meet with patient to assess further. Supposedly patient has spoken with other reps. MRI technician also reports the patient showed abscess at the pocket site since june 14th.